Event description:
When replacing my sensor, the insertion device worked to insert the sensor, but it failed to release from my body. It (the entire insertion device) literally was hanging on me until I was able to carefully peel the sensor off of my body. I retained everything including the box the sensor came in (received as a replacement from dexcom tech support to replace another faulty sensor). I had another sensor on hand and so I just replaced the bad one, and started over with another which seems to be working fine presently. Dexcom is replacing the failed sensor/insertion device, and sending a return kit to me so that they can examine and try to determine how it happened. In between contacting dexcom tech support about the episode last night and now though, I have found several users (I'm in a dexcom (B)(6)) who have also experienced similar problems recently with their sensors and/or insertion devices. I'm alarmed at the numerous issues people have described. Some even recommended hitting the insertion device with a wooden spoon to get it to release. That sounded like a terrible idea, and I did not attempt that. What I've learned in the past 24 hours of so many users experiencing problems with multiple sensors has prompted me to file this report, as I don't know if anyone else has alerted you to such issues. Also, I would prefer to send the product to you for investigation. Please contact me so I may provide the product to you for examination. I'd rather send it to you than return it to the company who has repeatedly sent patients faulty equipment. FDA safety report ID# (B)(4).